Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that smart remote manager failed. A field service engineer (fse) verified harness seated well at board and micro switches on latch and examined pyxibus cable and then rebooted. A fse confirmed that the issue had not persisted the fridge was operatable. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager was failed and required maintenance. The customer unplug and plugin the power cable, but the issue persists. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported due to this event.